Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown 3-hole locking plate/unknown lot number. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attorney has been retained by a patient to investigate a report of products liability. The investigation involves hardware which was manufactured by synthes, inc. And implanted in the patient's right elbow in a surgery on (B)(6) 2011. The patient was seen by a doctor on (B)(6) 2016, who reportedly determined that the hardware had failed, resulting in a need for continual treatment to resolve the issue. Hardware implanted reportedly included: synthes radial neck plate, 3-hole locking plate, 2.0 screws, 2.4 screws, and mtf (musculotransplant foundation) demineralized bone matrix. No further information was provided. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Based on the new information received, only one plate was involved in this complaint. This second plate was entered in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Based on the new information received, only one plate was involved in this complaint. This second plate was entered in error.